Event description:
A malfunction was reported on a customer's pump, although no notable events preceded the issue. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction did not recur after the reset. The customer continued using the pump and was advised to call back if the malfunction code recurred.